Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker isolated the issue to the user interface pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed a white screen.this is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. The device also logged an event code that is associated with a device lockup. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device displayed a white screen.this is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. The device also logged an event code that is associated with a device lockup. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u2 had become corrupt and caused the reported issue.